Manufacturer narrative:
Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
Per additional information received "he said he really cannot be sure if the eyelets changed in any way as he never paid attention to them before or if it was ¿all in his mind.¿ he thought the eyelets had looked and felt more polished in the past, but had never checked them before he started to feel the problems he had reported to me. He thinks maybe they may have changed but ¿cannot prove it.¿ he overall said the problem was him and his anatomy ¿ urethral stricture that had formed as he needed this dilation procedure that the urologist had to perform on him for cathing to feel comfortable again for him with this same product. "

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user states "he saw the cure catalogue that was sent with them and on the first inside page it has a picture of the eyelets being polished and he said the ones he received feel sharp if he runs his finger down them they do not feel like those look in the picture. He said he feels like the catheters eyelets are no longer polished anymore as he has previously used this product for years. He said especially the first half inch in his urethra it feels sharp like eyelets are "scarping him" as he advances it. They don't look as polished, hard to see but felt more. He denies any bleeding with use but it is very uncomfortable he said."